Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was seen in follow-up. The patient was post av node ablation and the lower rate was set at 90ppm. However, when the patient was sitting quietly in the chair, the device was pacing at 95 and 96ppm. It was reported that the minute ventilation (mv) activity sensor was on and the accelerometer was off. When the lower rate limit was decreased, the pacing rate did not change. The mv sensor was then recalibrated and the mv rate factor was made less responsive; this resulted in lower rate limit pacing. The patient was doing fine, with no adverse effects reported.